Event description:
It was reported that the ilet user experienced a low blood glucose followed by overtreatment with oral carbohydrates, resulting in a rebound high and a subsequent drop, with the caregiver expressing concern that the ilet was not delivering insulin during the high and low; review showed the system had delivered substantial correction insulin before the peak and appropriately withheld insulin during hypoglycemia, and education was provided on treating lows with small carbohydrate amounts and to resume usual care after a temporary disconnect. Symptoms included hypoglycemia and hyperglycemia ranging from 60 mg/dl to 400 mg/dl. Outcomes included a minor injury of hypoglycemia resolved with oral glucose and no lasting health impact. Investigation included communication with the users and analysis of information provided by the users. Investigation of this case revealed no device problem found, and a usage problem identified as overtreatment of hypoglycemia with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.